Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the rep was getting settings not available even though the  rep had switched programming off elevated electrodes. Rep said electrode 12 was at 2, 200 and 15 was at 28, 240. Mdt rep. Ran impedance test again and when looking at their active programs discovered electrode 15 was still part of their active programming. The rep removed electrode 15 from active programming and doing this resolved the issue. Rep said all the electrodes were at about 2170 or 2570. Event date was about 3 weeks ago. Additional information was received from the rep. The rep reported the cause of the settings not available message was the high impedances on 1 electrode. The issue was resolved with reprogramming around the electrode. Weight was asked, but will not be made available. Additional information from the rep indicated that the cause was unknown. Patient was unaware of any contributing factor.